Event description:
It was reported that the patient presented in clinic for a generator upgrade procedure. It was noted that the right ventricular (rv) lead was over-sensing noise leading to pacing inhibition. The patient was asymptomatic. The rv lead was explanted and replaced. The patient was stable throughout the procedure.